Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by taking a correction injection via manual delivery. No additional third-party assistance was required. The malfunction code displayed was resettable, and the customer received assistance from technical support to reset the pump, after which the issue did not recur.